Manufacturer narrative:
Device evaluation summary: a medtronic service engineer (se) evaluated the device, replaced the direct current (dc) to dc converter printed circuit board (pcb) and the graphical user interface (gui) pcb. The unit passed testing and operated within the manufacturing specifications. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator had visible smoke coming out of it. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Correction to g5 510k number. Additional codes added to section h6 evaluation code - result. H3: device evaluation summary: the direct current (dc) - dc converter printed circuit board (pcb) was returned for failure investigation. The analysis found there was a damaged c83 capacitor on pcb which may lead to the smoke coming out of vent. The graphical user interface (gui) pcb also returned for failure investigation and was received with black residue in the same area the adjacent dc-dc converter board which is likely the result of collateral damage from the dc-dc converter¿s burnt c83 capacitor. The likely cause of the event was isolated to the c83 capacitor in dc-dc converter pcb. An internal investigation was previously initiated for this type of issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.